Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged power cord was identified during visual inspection. The cause of the condition was determined to be a broken protective cover on the power cord. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.